Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the 203001 duraseal spine ous 3ml kit was used on (B)(6) 2018 for an unspecified procedure. It was reported that the gel was not formed when it was sprayed over the area; it was like water. The scrub sister said there was nothing wrong with the powder. The device was in contact with the patient but the patient was not injured. The event did not lead to an increase in surgery time.

Event description:
N/a.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. The DHR review and product analysis concluded there were no assembly component related failures with the returned product or at the time of release. No discrepancies on the laboratory and sterilization processes were found. Testing involved gel time, pot life and in-vitro disappearance of hydrogels, swell plug testing, ph meter, oxygen measurements and packaging. An exercise was performed to confirm the hypothesis of the incorrect mixing in one kit of ds3 to recreate the complaint's failure mode. The result was a successfully duplication of the problem. When the borate clear syringe is mixed first with the vial of peg powder, instead of the phosphate, it results in a similar failure. The result is a blue colored watery mixture rather then the desired gel. It is most likely that the customer failed to follow the directions listed in the IFU and mixed up the vials.